Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013; inratio: 2.8; lab: 5.8. Time between testing was reported as within minutes. Pt's therapeutic range is 2.5 - 3.0.

Manufacturer narrative:
Investigation pending.